Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0a16h, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The health care provider (hcp) via a manufacturer representative reported that the battery eroded out of the patient's body. The cause of the erosion was not determined. No diagnostics were performed. The hcp removed the battery and lead on (B)(6) 2015. Lead and battery removal did resolve the issue and there was no patient injury. A replacement was not implanted. The indication for use for this patient was gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable neurostimulator (s/n (B)(4)) found no anomaly with the device. Conclusion code no longer applies to this event. Also, result code no longer applies.